Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. One filled sample was received containing no fluid in the reservoir .upon receipt, the sample was visually examined for signs of abnormality that may have contributed to the reported condition; however, none were found. A standard accuracy flow test was subsequently performed. The flow rate was found to be within the specification range . A batch review was conducted. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that on (B)(6) 2011, a patient experienced an overinfusion episode with a baxter basal bolus infusor. According to the reporter, the infusor was connected to the patient on (B)(6) 2011 at 17:00 for an expected 24 hours infusion at the flow rate of 0.5ml/hr. Reportedly, the infusion was found empty on (B)(6) around 11:00. The reporter stated that the therapy was administered to the patient on 15 hours instead of 24 hours. The device was filled with oxynorm 50mg/24hr. The total fill volume was 12ml. There was no report of patient injury or medical intervention. No additional information is available.